Manufacturer narrative:
(B)(4). Investigation results: a wallflex biliary rx delivery system was received for analysis; the stent was not returned. A visual examination of the returned device found a guidewire inserted through the sheath at the guidewire access sleeve (gas) area and exiting through the distal tip. The dilation tip was damaged due to guidewire interaction. The inner shaft was kink out at the guidewire access sheath and was broken. The clear outer sheath was kinked at the gas and was accordioned at the distal end. No other issues with the device noted. Taking all available information into consideration, the investigation concluded that the observed failures were most probably due to anatomical or procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause of this complaint is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered rmv stent was to be used to treat a stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, it was suspected that the patient had ampullary cancer. According to the complainant, during the procedure, the guidewire was unable to pass through the stent. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on the investigation results which revealed that inner shaft was detached and the dilation tip of the delivery system was damaged.